Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable positive elecsys anti-hbc ii results from the cobas e 801 analytical unit for two patients. Patient 1's initial result was 0.49 coi (reactive). The result with a liaison diasorin was non-reactive. The result with another e 801 analyzer and a different reagent lot was reactive. Patient 2's initial result was 0.37 coi (reactive). The result with a liaison diasorin was non-reactive. The result with another e 801 analyzer and a different reagent lot was reactive.

Manufacturer narrative:
Clarification regarding patient information was received. Patient 1 is a female. The date-of-birth previously reported is for a different patient. Patient 2 is a female. The date-of-birth previously reported is for a different patient. Clarification was received that some of the results reported previously for patients 1 and 2 are for additional patients. Results for patient 3, provided on (B)(6) 2026: the anti-hbc total index from the abbott architect was 1.06 (equivocal). The anti-hbc total index from the siemens atellica was 1.18 (equivocal). Results for patient 4, provided on (B)(6) 2026: the anti-hbc total index result from the abbott architect was 1.01 (equivocal). The anti-hbc total index result from the siemens atellica was 6.56 (positive).

Manufacturer narrative:
Medwatch field d4 lot no was updated with the corrected second lot number. Medwatch field b7 other relevant history was updated. On 23-feb-2026, third-party anti-hbc patient results and specific results from previously reported analyzers were provided. Patient 1: the elecsys anti-hbc ii result from another e 801 analyzer using reagent lot number 855309 was 0.50 coi (reactive). On (B)(6) 2025: the anti-hbc result from liaison diasorin was 1.13 (negative). On (B)(6) 2026: the anti-hbc total index result from the abbott architect was 1.01 (equivocal). The anti-hbc total index result from the siemens atellica was 6.56 (positive). Patient 2 the elecsys anti-hbc ii result from another e 801 analyzer using reagent lot number 855309 was 0.364 coi (reactive). On (B)(6) 2025: the anti-hbc result from liaison diasorin was 1.91 (negative). On (B)(6) 2026: the anti-hbc total index from the abbott architect was 1.06 (equivocal). The anti-hbc total index from the siemens atellica was 1.18 (equivocal). The investigation is ongoing.

Manufacturer narrative:
Medwatch field d device identification d4 lot no was updated as a correction to one of the lot numbers provided previously. On (B)(6) 2026, a report regarding new elecsys anti-hbc ii repeat results for the patient samples was received. The exact results from the liaison diasorin were also provided. Patient 1's repeat result with an e801 was 0.50 coi (reactive). The repeat result with the liaison diasorin was 1.13 coi (non-reactive). Patient 2's repeat result with an e801 was 0.364 coi (reactive). The repeat result with the liaison diasorin was 1.91 coi (non-reactive).